Event description:
Anaphylaxis; I was a healthy athletic individual with no preexisting mental health issues. Within 3 weeks of implant, I started to develop flushing episodes and hives. It eventually became so bad I could only tolerate 10 foods. I could no longer workout because not only did it cause extreme fatigue I would feel flulike the following day. I almost became allergic to myself. My hair started to fall out. I developed severe anxiety. This has been nothing short of a traumatic experience to try and find out what the heck is wrong with you. After exhausting every other possibility after 2 years the smooth allergan natrelle implants were removed with a total capsulectomy. Please be good humans and if was one of your family members this happened to would you not want these devices to be taken from the market until true safety can be proven? I am just one of the hundreds of thousands that has been harmed by breast implants. As dr (B)(6) stated in his hearing to you no other device on the market causes this many adverse reactions. What happens to the poor women who can't afford explant's? They suffer. Women are so sick we are willing to have our breast prosthesis cut from us and pay for it. That should tell you how sick we have become from silicone toxicity. Please, please FDA make this right. We are counting on you. FDA safety report ID# (B)(4).